Manufacturer narrative:
The auto off alarm functions properly. The device passed the displacement test. The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to a faulty force sensor resistor. No motor position encoder error alarm noted in alarm history screen. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. The device had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.